Event description:
It was reported that the user who participated in the ilet experience study experienced a hypoglycemic event while sleeping, with a lowest blood glucose of 55 mg/dl and stated concern that the ilet was delivering too much insulin, including a belief that basal insulin was too high. The event was corrected with oral glucose, and device alerts for low glucose were received. Customer care provided support that included obtaining blood glucose questionnaires details. Investigation of this case revealed an unclear cause for the hypoglycemia; no device alarms or malfunctions were reported beyond expected low-glucose alerts, and no device component issues were identified. Symptoms included shakiness, sweating, and dizziness. Outcomes included no need for outside assistance and no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.